Event description:
The customer reported to olympus that during device maintenance, gastrointestinal videoscope displayed a scope communication error of e216, and the insertion tube was wrinkled. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. Foreign objects were also found on the adhesive around the objective lens, the plastic distal end cover, the bending section cover, the connecting tube, and switches 1 and 2. This report is to capture the reportable malfunction of foreign material in the nozzle and other scope areas noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to corrosion on the plug unit, an e216 (scope communication error) occurred; the connecting tube had a wrinkle; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to damage to the charged coupled device unit, the image had shadows; the objective lens had a chip; the adhesive on the bending section cover was detached; due to wear of the angle wire, the play of the up and down knob was out of the standard value; the forceps channel port had a dent; control section had stains; the right, left, up, and down knobs had stains; the suction cylinder was shaved; the universal cord was wrinkled; the protector of the universal cord on the scope connector side had corrosion; the light guide connector had corrosion due to water leakage and was deformed; the light guide cover glass had corrosion; the light guide bundle had breakage; the video connector had corrosion due to water leakage; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: e1, e2, and e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle and several places at the insertion site, but it was not possible to identify the foreign matter. -it is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.